Event description:
An abbott customer technical advocate (cta) was contacted with regard to low hematology pt results generated when using a cell-dyn 1800 analyzer. An initial hemoglobin result of 7.0 g/dl was reported and questioned by a physician. A new sample was drawn and tested two days later with a hemoglobin result of 13.6 g/dl. The original sample was retested yielding a hemoglobin result of 14.0 g/dl. The dr modified the medication prescribed to this pt based on the initial low hemoglobin result. No further impact to pt mgmt was reported.

Manufacturer narrative:
The account contacted a customer technical advocate (cta) to report a pt result questioned by the physician due to low hemoglobin (hgb) results. The result had dispersional data alert for low hemoglobin indicating that the result was outside the account's established normal range, but the sample was not rerun at the time. Two days later, the original sample was rerun and the pt was redrawn and tested. The results for white blood cell (wbc), red blood cell (rbc), hgb, hematocrit (hct), and platelet (plt) counts were higher for both samples. The customer stated that, the original sample was mixed properly and did not have any clots. The account was uncertain if the original sample was a short draw. The cta verified that the daily controls were within range and not erratic. The cta verified that the syringes had no leaks or bubbles and the hemoglobin reference value was within range. The cta suggested the customer perform a supplemental aperture cleaning and a hgb flow cell cleaning before running a study and calibration verification. The study was within specs and the controls were within range following calibration. The issue was resolved by the cta educating the customer on the importance of waiting for the complete aspiration of a sample before withdrawing the sample tube from the aspiration probe. Withdrawing the tube before complete sample aspiration could lead to a short sample being aspirated and thus decreasing all values on the pt sample. The customer understood and will educate the entire staff regarding the aspiration issue. The customer has not had any further sample aspiration issues. Trending: a review of the trending analysis for the months of june, july and august 2004 did not indicate an adverse trend on the cell-dyn 1800 sys. (Part # 07h77-01). Labeling: the issue is addressed in the cell-dyn sys 1800 operator's manual, revision under dispersion data alerts, and operating instructions. This is the final report.